Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure, the indeflator was used to inflate a balloon dilatation catheter (bdc) but it could not deflate the bdc. Another indeflator was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unable to deflate was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Due to the condition of the returned device, the investigation determined a conclusive cause for the reported unable to deflate cannot be determined. The noted separated white handle/sleeve appears to be related to circumstances of the procedure as the account confirmed the separation occurred as the staff was cleaning the device it fell down; leading to the separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.